Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a replace battery now after 24 hours from installing a new battery then after 4 hours again he received the same alarm. The insulin pump shut down automatically. The customer's blood glucose is 162 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received not stuck in the manufacturing mode. Insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm, replace battery now alarm and low battery alarm confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed replace battery, replace battery now and then alarmed low battery alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly.